Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: this single station solenoid was tested and no failures were identified. The crossover circuit test failed was not duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device failed the extended seft test with a crossover circuit fault. No patient involvement.